Event description:
Nebulizer not putting out enough air pressure to support distribution of medicine.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.